Event description:
A trilogy 100 ventilator device was returned to the third-party service center for service. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the device, a failure of the test nurse call was discovered. The interface printed circuit assembly (pca) board was replaced to address the test failure. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The reported failure of nurse call issue is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function, and patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.